Manufacturer narrative:
Additional information revealed that eh autopsy was inconclusive. There was a lot of clot, therefore the exact cause of death was not able to be determined, as it was possibly due to the clot.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. There are several potential etiologies for ventricular perforation during a tavr procedure, including, but not limited to, perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. In this case, the cause of the difficulty inserting the sheath is unknown. The cause of the aortic dissection cannot be confirmed, but can likely be attributed to the difficult advancement of the sheath, in combination with the patient¿s moderate aortic root calcification. The cause of the ventricular perforation is unknown; however, per report was either due to the initial advancement of the sheath introducer, or to the guidewire. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Using the retroflex 3 system for a transaortic (tao) approach, physicians accessed the aorta via a mini-sternotomy, but were unable to advance the sheath after two attempts. After the second attempt, a dissection of the aorta was noted. The case was then converted to open surgery to repair the aorta. Patient was placed on cardiac bypass. The aorta was repaired and the tavr procedure continued. The delivery system was advanced via the tao approach without a sheath into the native aortic annulus. Deployment of the valve was performed on bypass, therefore, no pacing was necessary. The 23mm sapien was deployed via open visual inspection. The valve was placed in the 50:50 position and the physicians were satisfied with the results. The delivery system was removed. After the valve was deployed, the perfusionists stated they were having difficulty maintaining the patient¿s volume status. Upon further inspection, a perforation to the left ventricle was noted. The left ventricle was surgically repaired. Eight units of packed red blood cells, several units of platelets and ffp were transfused throughout the case. Surgical repairs were successful and the patient remained hemodynamically stable. The patient was removed from bypass, and cardiac rhythm and blood pressure were maintained. The surgical incision was closed as per protocol. The patient had moderate aortic root calcification. Regarding the inability to advance the rf3, it was unclear why the rf3 sheath wouldn¿t advance but one thought was that they had to retract the dilator from the sheath during advancing which didn¿t give the sheath enough stability to advance forward. The cause of the ventricular perforation was unknown; it was unclear if it happened during sheath advancement with the dilator in initially, or if it was caused by the wire. It was later learned that patient passed away; at this time the cause of death is unknown.